Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd safetyglide¿ injection needle medication is unable to be delivered. The following information was provided by the initial reporter: customer reported the medication is not releasing out of the needle

Event description:
It was reported that during use with bd safetyglide¿ injection needle medication is unable to be delivered. The following information was provided by the initial reporter: customer reported the medication is not releasing out of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-jul-2023. H6: investigation summary: six samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2195356. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, two lots were identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Corrective and preventative actions have been implemented.